Event description:
A caller reported a malfunction code, identified as malf 12, on their pump. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided assistance with resetting the pump, and the customer was advised to monitor the pump and report any recurring issues. The customer continued using the pump without further incidents and acknowledged the instructions provided.